Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, during evaluation at service and repair it was found out that the torque limiting handle failed in calibration. There was no patient involvement. This report is for one torque limiting handle/quick release-6mm hex coupling. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: service history: the previous service event for part number 321.133 with lot number(s) 6972670-68 has been reviewed. The customer called in a service request for this item on (B)(6) 2020 for failed calibration . The item was previously returned for service on october 8, 2018 due to failed calibration . The previous service condition of failed calibration is relevant to the current complained issue of failed calibration . The manufacture date of this item is september 17, 2012. The service history review is confirmed. Service evaluation: it was reported the device did not meet calibration during evaluation at service and repair. Torque test high is the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair. The vendor will repair the device per the vendor work instructions. The device will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.